Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis revealed that the guidewire was separated at approximately 65.0cm from its proximal end. The guidewire appeared to be bent before separation indicative that the separation was due to a bending overload movement. The guidewire was conforming to its required dimensional specifications. The device directions for use (dfu) was reviewed and the following was found: "exercise care in handling a guidewire during a procedure to reduce the possibility of accidental breakage, bending or kinking." Information available indicated that the device was confirmed to be in good condition after unpacking and that it bent during preparation while being loaded into a microcatheter. Based on the information available and analysis of the device the investigation has determined that handling during preparation contributed to the damages observed on the returned guidewire.

Event description:
Analysis revealed that the guidewire was separated from its proximal end. There was no reported clinical consequences to the patient.